Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated there was no friction when the device was first deployed, and the pipeline was washed before being uploaded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the doctor went up with the phenom and avigo microguide, positioned themselves in the anterior cerebral artery and removed the microguide, raised the pipeline device and began to release it in the paraophthalmic segment. The diver opened in its distal portion; however, when it was going through the segment in the middle, the device did not open so the doctor re-sheathed the device and tried to free it again without success. When they tried to recapture the entire device to rearrange it, they only entered the guide wire in the microcatheter, leaving half of the pipeline in the vessel out of it. They tried to retract the microcatheter and push the guide wire to deploy the mesh, but the device's release system was detached. The guide wire was advancing alone without deploying the mesh. They tried to resheath it without success. The doctor decided to raise the navien catheter to rescue the device with half of the pipeline that was left outside the microcatheter, successfully removing the entire system. The procedure was completed without complications; however, the event lead to or extended the patient's hospitalization for approximately 10 days. Dapt (dual antiplatelet treatment) was administered, and the patient's pru level was 140. Angiographic result post procedure was normal. The patient was undergoing surgery to treat an unruptured, saccular aneurysm located at the right carotid artery, paraophthalmic segment with a max diameter of 3 mm and a neck diameter of 4 mm. It was noted the vessel tortuosity was minimal. There were no patient symptoms associated with the event. The devices were prepared as indicated in the IFU.

Manufacturer narrative:
H3: the pipeline flex shield pushwire and phenom 27 catheter were returned for evaluation. There was no pipeline flex shield braid r eturned with the pushwire and catheter. The pipeline flex shield pushwire appeared to be intact. No separation was found with the returned pushwire. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. The total and usable lengths of the phenom 27 catheter were measured to be within specifications. The catheter tip, marker band and body were examined; no damages were found. No flash or voids molded were observed in the hub. The catheter was flushed with water and found to be patent. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub. Lumen and tip with no issues. No other anomalies were observed. Based on the returned device, the pipeline flex shield was not confirmed to have "failure to open", "pushwire separation" and "resistance during resheathing" issues. The root cause could not be determined as the pipeline flex shield pushwire and phenom catheter were returned without the braid. The returned pushwire was found to be intact. No pushwire separation was found. No damages were found with the returned pushwire and catheter. The phenom 27 was tested with the in-house mandrel and no issue was found. Possible causes include patient tortuous anatomy and lack of continuous flush with heparinized saline during procedure. There was no non-conformance to specifications identified that led to the reported issues. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline fle shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex shield embolization device has successfully expanded, deploy the remainder of pipeline flex shield embolization device by pushing the delivery wire and/or unsheathing the pipeline flex shield embolization device. Resheathing and/or mani pulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex shield embolization device. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex shield e mbolization device. Re-sheathing the pipeline flex shield embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.